Manufacturer narrative:
Evaluation of the device is performed in-situ and the results were not received at the time of this report. Therefore, "method, results and conclusion" are not available at this time. A device history record review will be performed and the results of the device evaluation, as well as the DHR review will be submitted in a follow-up MDR upon receipt. A related complaint was submitted (B)(4) and a MDR was filed (see 2015691-2009-11778, (B)(4)). Additionally, this issue prompted (B)(4), (requested corrective and preventive action, (B)(4).

Event description:
This case report was received on january 8, 2010 by baxter, (B)(4) from a doctor of (B)(6). It is reported that on (B)(6) 2010, an aquarius rca w/citrate module (code gef09500, (B)(4)) was discovered to have a broken citrate motor belt. The reporter stated that the citrate pump did not function although the setup of the machine passed and the green indicator did not illuminate. This issue was observed/identified after the patient was disconnected from the machine. The flow rate selected for the citrate pump was 400 ml/hr at the beginning of the therapy, then 600ml/hr in the middle of the therapy. Reportedly, the belt broke prior to 1000 hours of service. There were no reported clinical consequences for the patient. Technical service has exchanged the suspect device. (B)(4). A similar complaint reported by the same customer was recorded (B)(4), and MDR 2015691-2009-11778 was submitted 10.12.09 (B)(4).